Manufacturer narrative:
Onsite service was not requested for this event. Through troubleshooting over the phone with the assistance of customer technical support (cts), the customer was able to find leakage coming from the tubing through pinch valve pv37. The customer replaced the tubing resolving the leak and failed background count. (B)(6).

Event description:
The customer reported approximately 25 ml of uncontained blue fluid leaked from a coulter lh 500 hematology analyzer onto the counter. The customer also reported that the white blood cell (wbc) background count failed during the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.